Event description:
It was alleged that the patient received discrepant results when testing with coaguchek xs meter serial number (B)(4). The specific date of the event is not known. The event occurred in approximately (B)(6) 2021. It was alleged that a sample from the patient was tested using the meter and the meter displayed a result of 0.6 inr. Within 4 hours of the first measurement, a sample from the patient was tested using the meter, resulting in a value of 3.2 inr. The patent will sometimes apply a second blood drop to the test strip if he loses the first drop during sample collection. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing interval is weekly.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. The customer did not know the test strips lot number and expiration date used at the time of the event. The customer returned test strips lot number 52333121, with expiration date 31-jul-2022 for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The reporter's meter and test strips (lot number 52333121) were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr qc 2: 5.2 inr qc 3: 5.2 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer's alleged result of 3.2 inr was observed in the meter's patient result memory, but the value of 0.6 inr was not observed. Per product labeling: "the coaguchek xs pt test strips provide test results in the range of 0.8 to 8.0 if the result unit is set to inr."

Manufacturer narrative:
The component code has been updated.